Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to the device not inflating because of fluid loss in the pressure-regulating balloon (prb) and the cuff was not working. The device was removed and replaced. There were no patient complications.